Manufacturer narrative:
(B)(4)

Event description:
Procedure: lap chole. According to the reporter: when the device was fired and removed, the anvil came loose. Operative time was extended over thirty minutes. The surgeon applied another device to continue the case and hand sewed the anastomosis.